Event description:
Technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech adjusted the foot left brake caster and the head right brake caster to resolve the issue.